Event description:
Customer reported an incident with a chemo infusion ending earlier than anticipated. The alert data has been reviewed and they did not see any evidence that programming errors were made. This event occurred on the inpatient oncology unit, in which a 250 ml bag of 5fu intended to run at 10.9 ml/hr over 24 hours, instead finished 4 hours early. The infusion was a primary infusion and the set was primed with saline by pharmacy so there should have been no loss of volume with priming. They have checked their compounder and found it to be accurate. Customer says she ruled out the possibility of multiple ail alarms which might have necessitated the user to flush fluid through the line to get bubbles out. There was no report of patient harm and no medical intervention was required. Although requested, no add¿l patient or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the root cause of the customer¿s chemo infusions finishing sooner than anticipated. The customer stated no pumps or sets were sequestered therefore no eval could be performed.